Event description:
This case required surgical intervention. The surgery was moving smoothly as planned. The physician gained access to the deployment site. The superior attachment site deployed without incident. The contralateral limb deployed without incident. When the physician attempted to deploy the ipsi lateral limb, he pulled the #4 pull wire and the ipsi attachment system did not deploy. The physician then inserted another balloon catheter via the contralateral iliac to the superior attachment site and inflated. The balloon was pulled back to the contralateral attachment site and inflated. The graft was now securely attached. The physician then attempted to remove the delivery catheter from the pt. He applied moderate force hoping to pull the delivery catheter through the ipsi attachment and releasing the suture. When the force was applied, the quad lumen broke just distal to the jacket guard. The jacket guard and balloon started to migrate towards the aorta. The physician inserted a snare wire and was able to snare the guard and balloon. The remaining portion was pulled back into the ipsi iliac. The physician then surgically excised the guard and balloon. The ipsi attachment site was cut off and the physician sewed the graft to the artery. He then performed a cross femoral bypass. The pt is recovering fine.